Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that esc button was sticking out and ha issues securing reservoir in compartment. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery compartment thread was worn out, had unexplained no delivery alarms and made grinding noise during rewound. The insulin pump will not be returned for analysis.